Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.

Event description:
There was a leak from the hemostatic valve on the flexcath steerable sheath. The sheath was replaced and the procedure was completed. No adverse event occurred.